Manufacturer narrative:
(B)(4). No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found that the lead was returned in two pieces. Final analysis found that the insulation was abraded at 6.9 cm to 7.4 cm from the distal tip which exposed the outer coil. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart. (B)(4).

Event description:
This report is to advise of an event observed during analysis.